Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd microlance¿ hypodermic needle was found with foreign matter ¿the nurse who opened the package discovered that there was some brown fluid in the plastic package.¿ there was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A sample and a photo were returned for evaluation. An unknown viscous reddish/brown residue was observed on the surface of the needle and on the interior of the shield. Some dried brown discoloration was also observed on the back of the needle. Sample was sent to an external lab in order to characterize it. A ftir-atr methodology was used. Results identified the brown residue as fructose corn syrup." DHR/bhr review: our production and inspection records and have established that all production and quality processes were carried out normally. Needles were packed in machine 2104 (june 16-27th, 2017) during which 117 visual inspection were carried out with zero defects noted during in-process visual inspections performed. Needles were assembled in machine 4411 (june 14-21st 2017) during which 178 visual inspections were carried out with zero defects noted. Cannula batches: 7118430 and 7054121 (tuas plant). Bd was able to duplicate or confirm the customer's indicated failure mode . Based on above results, the residue material appears to be fructose which is sometimes used in hospitals as a nutritional supplement for patients with renal failure. In accordance, the origin of this substance would not be related with the needle manufacturing process. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.